Manufacturer narrative:
Report number: 1038671-2025-00147 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial#(B)(6) . The revision reported was likely the result of aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, the contributions of each to the sequence of events cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 77 y/o male patient underwent a right knee prosthetic replacement due to gonarthrosis. The implant used was a logic exactech with a ps insert. At the beginning of 2023, the patient reported the onset of painful symptoms with gonalgia and associated functional limitation, for which they presented to the ior ER. On this occasion, x-rays were taken that showed signs of prosthetic mobilization. Samples were taken for culture tests and a chemical-physical examination, and the patient was placed on the waiting list for a two-stage surgical revision. Upon admission for prosthetic removal, new x-rays confirmed the mobilization. Approximately five days after patient visit to the ior ER, the patient underwent surgery for the explantation of the knee prosthesis and the placement of an articulated cemented spacer. During the surgery, samples were taken for culture tests, which returned negative results; the prosthetic components were sent for sonication and culture examination. Intraoperatively, there was a clear mobilization of the femoral component and a significant villous synovial infiltrate. An articulated cemented spacer was implanted, and the patient is currently awaiting surgery for the removal of the spacer and total knee prosthesis revision. Images and x-rays received. The devices are available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1. D4: catalog number, unique identifier (UDI) #, please disregard the serial number listed on previous report. H3: the revision reported was likely the result of aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in third body prosthesis wear of the insert. Mild deformation of the patellar component consistent with normal implantation was noted. However, the contributions of femoral loosening and tibial insert wear to the sequence of events cannot be confirmed. H6: component code.